Event description:
It was reported that; during surgery the surgeon inserted cage in a intervertebral using the implant inserter. The surgeon removed the implant inserter, but dura mater was damaged by the tip of implant inserter then. Therefore the surgeon sutured dura mater. After surgery, when the surgeon checked tip of the implant inserter, he found out that the tip wears away. The surgeon is thinking dura mater was damaged by wear in a tip of the implant inserter. The surgeon sutured dura mater.

Manufacturer narrative:
(B)(4). Visual inspection; functional inspection; device history review; complaint history review; risk assessment; this device was 6 years old at the time of the reported event. Instruments which have experienced extensive use or extensive force are more susceptible to fracture. The root cause of the reported event is normal wear.

Event description:
It was reported that; during surgery the surgeon inserted cage in a intervertebral using the implant inserter. The surgeon removed the implant inserter, but dura mater was damaged by the tip of implant inserter then. Therefore the surgeon sutured dura mater. After surgery, when the surgeon checked tip of the implant inserter, he found out that the tip wears away. The surgeon is thinking dura mater was damaged by wear in a tip of the implant inserter. The surgeon sutured dura mater.